Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the sample evaluation it could be confirmed that the stent could not be deployed. The stent was found completely loaded and could not be deployed by using the 'thumbwheel' as well as the 'fast track deployment'. The stent could be finally deployed after disassembling of the system by using high force. Furthermore, the inner lumen was found to be twisted; however no assessment could be made as no information about the procedure was provided. No indication was found for manufacturing related issue. Potential factors that could have led or contributed to the event reported have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. The failure reported could be confirmed during sample evaluation. Additionally, the inner lumen of the system was found to be twisted. The deployment failure may be associated with a difficult patient anatomy or a challenging placement site resulting into high friction during the attempt to release the stent. Rough handling especially during unpacking may have been a contributing factor as this may lead to deformation and friction increase. Furthermore, the twisted inner lumen could be a consequence of delivery system handling after the deployment failure caused by high force or of advancement or retraction problems due to a damaged guide wire. Reportedly, a 0.035'' guide wire was used. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. The instructions for use (IFU) which are applicable for this product sufficiently address the potential factors. Regarding the preparation and insertion of the system the ifus state: "examine the stent system for any damage. If it is suspected that the sterility or performance of the device has been compromised, the stent system should not be used." And "if resistance is met during stent system introduction, the stent system should be removed and another stent system should be used.". No information was provided regarding potential difficulty during advancing. Furthermore, the ifus states regarding deployment difficulties: "do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows while holding the handle in a fixed position." And "if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.". The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure, the biliary stent failed to deploy. No patient injury was reported.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.